Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report "patient cart running on battery" message. The operation room staff confirmed patient cart battery charge led¿s are green. The technical support engineer asked operation room staff to verify patient cart circuit breaker was up (on). The technical support engineer asked operation room staff to monitor battery charge led's (currently 3 green bars). The technical support engineer asked operation room staff to locate another patient cart in case battery power runs down. The operation room staff requested field service engineer to call as soon as possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and did not receive any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting system power supply issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer was able to reproduce the reported issue and noted 417,416 and 418 errors. The field service engineer replaced the two power supply switchers to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the two power supply switchers involved with this complaint and performed failure analysis (fa). The failure analysis on the first power supply switcher replicated the reported failure. The errors 417 in the logs means power supply is failing. During in-house failure analysis, the unit was installed to printed circuit assembly (pca) xi system, 417 error came up at testing, fans stopped working. The visual inspection shows the fans are very dusty. The failure analysis on the second power supply switcher replicated the reported failure and confirmed 417 and 418 errors (failure power supply).during in-house failure analysis, the unit was installed to pca xi system, and it failed during power cycles with error 417 displayed, the fans stopped running. Both power supplies were tested together. The complaint regarding power supply issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the patient side cart lost ac power during a procedure due to problem with both power supplies. While the surgeon completed the procedure robotically as planned with battery backup, the battery backup is not intended to be used to complete a procedure as complete loss of power to the psc is possible. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.